Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: leaflet perforation as a complication of tricuspid transcatheter edge-to-edge repair. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "leaflet perforation as a complication of tricuspid transcatheter edge-to-edge repair", was reviewed. This article presented a case study of a 68-year-old male patient with a history of ischemic cardiomyopathy, atrial fibrillation, severe tricuspid regurgitation (tr), right heart failure, and coronary artery disease. On an unknown date a triclip xtw was chosen for implant. The first clip was implanted between the septal and anterior leaflets. A second triclip xtw was positioned between the septal and posterior leaflets. Prior to deploying the clip, a sudden worsening of the tr jet was observed. Transesophageal echocardiogram (tee) revealed an iatrogenic perforation of the posterior tricuspid leaflet. The clip was removed from the patient and replaced with a new triclip. The clip was deployed more central on the septal-anterior coaptation line. A 6mm amplatzer vascular plug was chosen to attempt to close the perforation. The plug was deployed; however the device did not seal the perforation or reduce tr. The plug was removed from the patient. The patient was xtubated and transferred to coronary care in stable condition. Follow-up echocardiography showed severe tr. The patient was discharged on medical therapy. \[the primary and corresponding author was nada almarshud, king salman heart center, king fahad medical city, dabab street, sulaimaniya, po box 221124, riyadh 11311, saudi arabiam, with corresponding e-mail: nada. Almarshoud@gmail.com.]"